Manufacturer narrative:
B3: date of event is an approximate.

Event description:
It was reported that the fiber fired a couple of millimeters north of the aiming beam. It was noted that the delivery arm that hold the fiber needed to be replaced. Boston scientific has been unable to obtain additional information regarding patient and procedure outcome.